Event description:
It was reported that noise was observed on the lead. Lead was explanted and replaced.

Manufacturer narrative:
The alert date was previously reported incorrectly. The initial MDR was not late.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. The damage found was sustained during the surgical procedure.